Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that increased capture thresholds were observed on the right ventricular (rv) lead. The device was programmed at high outputs as a result. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable before, during and after procedure.